Manufacturer narrative:
The doctor did not provide any specific patient information or any other specific information regarding the patients' health status. Numerous attempts have been made to contact the doctor; however, he has remained unresponsive. None of the brackets involved in these incidents have been returned; therefore, no evaluations have been conducted. Additionally, the doctor has not provided any specific part numbers or lot numbers regarding the brackets that were involved in these incidents; therefore, no evaluation of retain samples has been conducted. This is the third MDR report of the three incidents reported.

Event description:
In 2009, a doctor alleged that he had three patients return to the office; each patient had one damon 3mx bracket that had come off. Each of the brackets involved still had the adhesive attached to it along with some enamel from their teeth.